Manufacturer narrative:
The customer¿s report that an extension set broke off and became lodged in the non-carefusion connector was confirmed. Visual inspection showed that the male luer spin lock tip was broken and lodged inside the connector. Dimensional inspection showed the valve was within iso specification. The root cause of the extension set breaking off and becoming lodged in the connector was not identified but it appears likely that the luer was removed at an angle instead of straight out.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a maxguard extension set broke off and became lodged in the non-carefusion/bd cap attached to the patient's piv. The tubing and cap were replaced and there is no report of patient harm.